Event description:
It was reported that although the device had not reached elective replacement indicator yet, there was possible premature battery depletion. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that although the device had not reached elective replacement indicator yet, there was possible premature battery depletion. The device remains in use. No patient complications were reported as a result of this event. It was further reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.